Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and blower motor. The oxygen blending module board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The blower motor was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation, the device failed steps during testing. The device's blower motor was replaced to address the issues.